Event description:
A customer reported that they were unable to use their freestyle flash as the display screen had frozen. The meter was returned and had been confirmed to exhibit the memory overwrite malfunction in 2006.

Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec and original panasonic battery voltage could be recorded as meter turn on . Return batteries gave a voltage of 3.010 v. Did not observe battery icon or booklet icon, while strip was inserted. Did not observe strip code. However, uom was selectable and was received at mg/dl. Error 015, 0204, 0300, 0800 and 0806 were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.